Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket, resulting in soreness at the implant site. Physician brought the patient into the operating room, removed the existing sutures, securely re-sutured the ipg using an a-frame technique, and closed.